Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate erratic, high readings on her one touch ultra mini meter. The patient mentioned that alleged issue began on (B)(6) 2010 at 2:00pm when she obtained the results of 215 mg/dl and 193 mg/dl. Due to the readings, the patient increased her dosage of medication. Approximately 15-20 minutes later, she developed symptoms of feeling shaky. She did not seek any further medical attention or contact her physician for assistance. While troubleshooting, it was noted that the patient's meter was miscoded. When a meter is miscoded, it amy lead to false blood glucose readings. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged erratic, high readings, she increased her dosage of insulin and 15-20 minutes later developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Initially, it was reported that the pt had surgery to replace the pulse generator due to end of svc (battery depletion). The explanted generator was returned to MFR for analysis and the device performed according to specifications, and the device was not at end of svc, and elective replacement indicator (eri) flag was set to no. F/u with the treating physician was performed and the reason for the referral of the pt to have the generator replaced was due to an increase in seizure frequency for which the relationship to the pre-vns baseline is unk. It was also reported that the pt's seizure activity improved after the generator was replaced. F/u with the physician regarding the seizure increase revealed that there had been a decrease in phenobarbital medication , however, the physician did not believe there was a relationship between the medication change and the increase in seizure frequency. Diagnostic testing of the device revealed normal function prior to generator replacement, however, the physician does indicate that the increase in seizures was related to the battery nearing its end of life.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.